Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the mildly tortuous and not calcified left anterior descending (lad) artery. The apex monorail 20mm x 2.50mm balloon catheter was advanced to the lesion and inflated to it to 14atms. The balloon was inflated a second time at 14atms for one minute and ruptured. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt status is reported as "good".